Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: rick reported some pcus8015 had issue with front case/keypad. Pcus would not turn on due to keypads issue. After replacing new front case/keypad, rick was able to turn on the pcu. Rick confirmed it was not low battery issue, because he charged the battery first and verified battery voltage. One of the serial number of the pcus8015 is (B)(4). Rick will go back to his record and provide more serial numbers of the other pcus that had issue with keypad. After replacing new front case/ keypad, the issue was corrected.